Manufacturer narrative:
The flow sensors were calibrated and moisture was removed from the absorber by the hospital on-site biomedical engineer to resolve the reported complaint. The unit was returned to service.

Event description:
The hospital reported that the unit alarmed 'pressure mode not available' and lost the ability to ventilate in pressure mode, requiring the clinician to switch to volume ventilation. There is no report of patient injury.